Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration output. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, no findings related to complaint were observed. Manual "try it" test was performed for intermittency vibration and passed. A communication tool test was performed, and passed. A receiver functional test was performed and it passed all relevant testing. The reported event of an intermittent vibration was not confirmed due to receiver passing all relevant tests. A root cause could not be determined.